Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors between the rv coil and the svc coil were observed via fluoroscopy during a device change-out procedure for eri. No electrical anomalies were detected. The physician elected to cap and replace the lead on (B)(6) 2016. The patient received no complications.